Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately high as compared to another meter. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at approximately 10:25am. The patient reported blood glucose results of "197 mg/dl" with the subject meter and "166 mg/dl" on another meter (onetouch ultra2), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages his diabetes with an unknown type of insulin and is a self adjuster it is unknown if the patient administered his insulin in response to the alleged issue. He claimed approximately 10 minutes after testing, he developed symptoms of "sweating" and reportedly self-treated with food and/or drink at approximately 10:40am of that same day. It is not known if the patient felt better after the self treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The subject test strips were unexpired. The samples were taken from the same, approved source. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k053529.